Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the display on his onetouch ultrasmart meter is cracked. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue was discovered on (B)(6) 2012 (between 6-6:30pm). The patient denied testing his blood glucose with another device after the alleged display issue occurred. The patient manages his diabetes with insulin (self adjuster); however, it is not known what action, if any, the patient took in response to the reported meter issue. According to the csr's documentation, "right after" the alleged meter issue was discovered, the patient reportedly developed symptoms of shaking and felt faint. The patient reportedly consumed (at 7:30pm) food and/or drink as self-treatment. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.